Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: "the laboratory had problems of coagulation of the samples taken on lithium heparin."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. Bd received 4 photographs of used tube. No fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality or fibrin were observed. Retain samples were previously tested for heparin content. All retains analyzed were with product specification. Additionally, clinical testing was performed for fibrin: all tubes filled as expected and all results were normal. Visual inspection found no fibrin, although white particulate matter (wpm) was observed in some samples. Wpm is not considered to be a defect. Visual inspection of the retained and control tubes did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure, fibrin, because the defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for fibrin demonstrated clinically acceptable performance. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: "the laboratory had problems of coagulation of the samples taken on lithium heparin."